Manufacturer narrative:
H3: product analysis as found condition: the axium prime device was returned for analysis within a shipping box; within an opened axium prime outer carton; within an opened axium prime inner pouch; within a dispenser coil and partially within an introducer sheath with the distal implant coil already deployed out of the introducer sheath. The unknown non-medtronic micro catheter used in the event was not returned for analysis. Visual inspection/damage location details: no damages or irregularities were found with the introducer sheath and axium prime pusher. The axium prime implant coil was found damaged and stretched within and outside the introducer sheath with the polypropylene filament broken. Testing/analysis: the axium prime coil was advanced out of the introducer sheath with resistance encountered. The axium prime coil could not be used for resistance testing due to the damaged condition. Conclusion: based on the device analysis and reported information, the customer¿s report of ¿coil resistance/stuck in catheter¿ was confirmed as the damages found is consistent with resistance. Possible causes for coil resistance in catheter are, but not limited to, lack of hydration before procedure, user does not maintain continuous flush, damaged micro catheter, incompatible micro catheter, or tortuous anatomy. The returned axium prime coil was found damaged/stretched. The customer reported the coil came out of the introducer sheath smoothly during preparation and there were no damages to the coil/catheter, therefore, it is likely the damage occurred due to advancing against the reported resistance. Customer reported devices were prepared per IFU, resistance was encountered in the proximal section (tortuosity is minimal at this section), and vessel tortuosity as moderate. Therefore, the root cause could not be determined. As the unknown micro catheter used in the event was not returned for analysis, any contribution of the micro catheter towards the resistance could not be determined. As the model and lot numbers were not reported, compatibility could not be assessed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the axium prime coil became stuck in the middle of the catheter. The patient was undergoing treatment for a ruptured, amorphous aneurysm located in the anterior communicating artery. The max diameter was 8mm, and the neck diameter was 2.5mm. The patient's blood flow was normal, and their vessel tortusouty was moderate. It was reported that the doctor had successfully deployed one coil, and while deploying the second coil they were getting some resistance while pushing. They tried twice but resistance was there, so they had to withdraw the coil. There was no damage to the catheter or coil. The patient did not experience any injury. The devices were prepared according to the instructions for use (IFU). Additional information was received that catheter resistance occurred in the proximal section. The coil came out of the introducer sheath smoothly. The catheter used was not a medtronic product. The cause of the event was not determined.